Event description:
The customer alleged a disinfectant solution leak on the right side of the unit. The unit displayed an eo5 message and was still in use. The customer continued using the unit through the end of the day, then took it out of service. The customer stated no injuries were involved. They would like service within their contract. An asp field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) diagnosed and replaced a leaking compressor skinner valve. The fse verified the system conformed to the manufacturer's specifications. The fse then performed a test cycle and verified that there were no leaks.

Manufacturer narrative:
Asp investigation summary: the investigation included a service history review, complaint trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. Within the past six months ((B)(4) 2009 - (B)(4) 2009), this unit, per the account history, does show similar leak issues, but not due to a leaking compressor skinner valve. Thus, there is not a significant trend. A review of the complaint history for aer units with problem code "fluid leak" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). An assessment of the aer fmea (failure mode and effects analysis) revealed the rpn (risk priority numbers) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. Thus, no further action is required at this time. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the rpn (risk priority numbers) for spills/leaks is below the threshold of 100, indicating that the associated risk is minimal. The cidex opa solution/disopa shuma (system hazard and user misuse analysis) was reviewed and it was determined that the risks of user exposure due to spills all fall into category I; therefore, no further action is required at this time. The hhe (health hazard evaluation) was reviewed for similar disinfectant leak of the aer and the hazard/risk index was 4, which indicates the associated risk is low. Due to the low health/risk index, no further action is required. There were no cancellations or error codes; thus, no load was affected. The useful life of the skinner valve assembly is two years or 2000 hours of use. Upon review of this aer unit's service history, it was found that the compressor skinner valve was not replaced between (B)(4) 2008 and (B)(4) 2010. Thus, the age of this component is greater than two years; its replacement is considered routine servicing and can be attributed to normal wear and tear of the unit. No further investigation is necessary.